Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the channels tested positive for pseudomonas aeruginosa (less than 100cfu/20ml) during a routine inspection. It was reported that the subject device had been reprocessed using an olympus automated endoscope reprocessor model etd3 with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation by (B)(4) confirmed many scratches inside of the biopsy channel. The evaluation also confirmed signs of wear and tear in the distal cover of the insertion portion, the bending section and the angulation mechanism.